Event description:
Hcp reported pt presented with signs of infection which included drainage. Cultures were obtained from the lumber region and the type of organism found was staphylococcus aureus. The primary location of the infection was the device pocket. The pt was treated with both IV and oral antibiotics. Hcp reported the infection resolved. No report of device explantation.

Manufacturer narrative:
Concomitant medical products:product ID: 3998, lot# lb7809, implanted: (B)(6) 2005, explanted: (B)(6) 2005 product type: lead. Product ID: 3998, lot# lb7809, implanted: (B)(6) 2005, explanted: (B)(6) 2005, product type: lead. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2005, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2005. Product type: extension. (B)(4).

Event description:
The following information was previously included in report # 6000032-2005-01540: "hcp reported patient presented with signs of infection in (B)(6) 2005. Symptoms included redness, swelling and drainage. Cultures were obtained from the device pocket and the type of organism found was staphylococcus aureus. The patient was treated with both IV and oral antibiotics and a partial device system explant. Hcp reported the infection resolved. The device was explanted but not returned to the manufacturer for analysis. <(><<)>page>." Any additional information received will be reported in this event moving forward. It was reported that the there was an infection with an onset of early (B)(6) 2005 and, as a result, the patient had the entire system explanted. The date of diagnosis was reported to be (B)(6) 2005. The implantable neurostimulator (ins) was removed 2005-05-09 and the lead/extensions were removed in (B)(6) 2005. However, it was also reported that the ins was removed (B)(6) 2005. Signs or symptoms included redness, pain, incisional wound opening and drainage. The primary location of infection was the device pocket and lead track. A culture was obtained from the lumbar region and device pocket and the type of organism cultured was staphylococcus aureus. Treatment included type four and oral antibiotics. There were perioperative antibiotics administered. The patient did not have meningitis. The patient outcome was that the infection resolved. It was later reported by the patient that the stimulator caused "that (B)(6)" that staph infection twice." The first one was four weeks after implant and they had to take it back out. Another staph infection occurred again about five weeks later. The patient stated he went through four surgeries in 2005. The last surgery was when they put in his currently stimulator in (B)(6) 2005.